Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not able to confirm the reported event. The clinical evaluation was able to confirm the presence of a type 3a endoleak and a type 2 endoleak. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; patient anatomy, untreated contrast between stents during implant procedure, patient use of anticoagulation therapy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : devices remain implanted in the patient

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated and two vela suprarenal aortic extensions. Subsequently, computed tomography revealed an endoleak which angiogram revealed it to be an endoleak type 3b. Physician implanted an infrarenal aortic extension along with 2 competitor extensions to correct the leak. Post treatment angiogram revealed a small type 2 leak which remains and will be monitored. Surgeon was pleased with result. Patient is stable.